Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8703w, lot# l42930, implanted: (B)(6) 1997, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicating that the device was removed on (B)(6) 2018, which contradicts the initial report of removal on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that there was erosion at the pump pocket. A wound check was performed by the hcp. On (B)(6) 2018, the device manufacturer representative reported that the patient had the pump and catheter removed "today" on (B)(6) 2018 as an emergency. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - with injury. The device manufacturer representative was told that the patient had an open wound over the pump pocket. No further complications were reported.